Event description:
Information was received from a patient representative regarding a patient receiving clonidine and fentanyl (unknown dosages and concentrations) via an implantable infusion pump for non-malignant pain. It was reported that the patient went in (B)(6) 2025 to have their pump filled and the patient 'was overdosed at the clinic' and ended up in an intensive care unit (ICU) because they were non-re sponsive and not breathing. The patient representative stated they were looking for a new healthcare professional for managing the pump. The agent on the call provided physician listings. The patient representative stated they would call back if they needed further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.